Event description:
Forerunner (fr) AED was deployed to treat an unconscious patient and appropriately indicated a no shock advised for an asystolic rhythm on the AED's screen. The device status indicated it was ready for use. A 4 lead ECG monitor by another manufacturer arrived at the scene and confirmed the asystolic rhythm. After several acls medications (not specified) were administered, ventricular fibrillation (vf) was observed on the monitor screen, and the fr pads connector reinserted into the AED. Vf was observed on the fr's display, and the device made a shock recommendation. After initiating charging and before the shock could be delivered, the AED reverted back to analysis mode. This cycle of charging/analysis occurred three more times. The fr pads were removed and another manufacturer's pads applied. Four shocks were given with the other MFR's defibrillator. The patient was transported to the hospital with normal sinus rhythm. No further patient outcome details available.